Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open gastrectomy, five reloads were unable to be fired. The black pusher thumb piece could not be moved at all. Another device was used to complete the case. There was no patient injury.